Event description:
Patient admitted for revision right total hip replacement due to failed acetabular component. Indications: patient clinical evidence for persisting weight bearing pain, right hip consistent with acetabular component loosening. Preoperative x-rays were satisfactory. Clinical experience indicated a strong suspicion of a microscopically loose acetabular component. There was no evidence of infection preoperatively. Findings: consistent with microscopic loosening of a durom 50-mm acetabular component metal on metal construct with a 44-mm inner diameter and a corresponding 44-mm diameter metallic head. No evidence of infection. Intraoperative gram stain negative for organisms or significant white cell count. She had a durom system implant for treatment of osteoarthritis of her right hip. Her hip "never really got better." It became noticeably worse 2 months following surgery. She was having continued discomfort particularly navigating stairs. Eight weeks after surgery, she was still using crutches. X-rays at that time showed no change in the position of the construct including the cup. There were no lucencies noted.